Event description:
It was reported that the haptic was cut during the procedure. Lens was removed and another lens was implanted. No additional information was provided.

Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies failed injection or damaged haptics to potentially be caused by the lens being improperly loaded such that optic is bent or haptics are under compression. This is seen as minor severity of damage that may result in temporary injury or disability which requires no additional surgical intervention. The likelihood of occurrence is occasional the resulting risk is deemed acceptable.